Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337920. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for breakout sustaining. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that plunger break off occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "from phone call on (B)(6) 2019 14:19:57 during injection, plunger "snapped" off. Able to draw, but issues occur during injection needle break in injection site, wife was able to remove needle, needle break in injection site only happened once from this box. Needles bend during injection, no bruising or bleeding, no medical intervention. 1 or 2 syringes affected out of each bag. Issues have been occurring for at least a year with different lots. From phone call on (B)(6) 2019 13:11:55: consumer calling back. Does not have product box with him. Will call back with this information. Stated 1 syringe plunger broke during injection of 60 units occd date (B)(6) 2019. Needles bending during use unknown occd dates, item number & lot numbers. 1 other syringe broke off in site during injection. Wife removed with tweezers. Unknown lot number item number. Unknown occd date. No medical from this incident. (B)(6) 2019 left first message for consumer to call back regarding product complaint cl verbatim from email below: email received (B)(6) 2019 09:03:47 I do not think it is possible to make a crappier product than your diabetic syringes. About 20% of them fail. The point bends as you try to inject them. The points break. I have had them break off inside my skin. The plungers break off. Insulin is very expensive and I throw a lot of it away because of your syringes! Very angry."